Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was contaminated, during unspecified procedure. The device underwent microbiological culture and had the following bacterial growths: enterococcus galllinarum; enterococcus casseliflavus; klebsiella penumoniae. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Updated fields: d8; e1; g3; h2; h3; h4; h6 and h11. The device was culture tested positive by the customer. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested again confirming no growth after 48 hours. Based on the provided data, no correlation between the actual product/ device status and cause of contamination has been observed. Device inspection revealed minor external damage. Without the cleaning disinfection and sterilization (cds) information from the customer, we cannot correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Based on customer hmi results, manual cleaning procedures should be audited. After additional reprocessing by olympus, the hygiene microbiological investigation (hmi) results could not confirm customer findings, and the second olympus hmi was within the acceptance criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.